Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a fall and a loss of stimulation sensation and benefit. The caller stated it was not clear if the loss of therapy was associated with the fall, but the patient began to have a return of symptoms after their fall. The patient complained of being wet all the time. The patient¿s programmer showed stimulation was on and at 4.0v. The patient was usually at 2.0v but they turned it up due to loss of therapy. The patient also used a patch regularly to assist with their bladder control issues and that patch had been discontinued. The caller was redirected to have the patient¿s system checked. No further complications were reported.